Event description:
Was assisting rn in room with a cleanup when we heard a loud "pop." Then noticed patient had blood flowing out of one of his ivs/ the connected line was broken. Line disconnected from the patient and placed into a bag.